Event description:
A 62-year-old male was treated for acute myocardial infarction with cardiogenic shock. An impella cp was placed and shortly after, urine color was suggestive of hemolysis. The impella cp was repositioned using echocardiography and the urine gradually cleared up. After two days of support, the impella cp was successfully weaned and removed.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Additional information was received stating, "per salesforce it appears that the impella was repositioned under echo guidance due to pink tinged urine. Following repositioning of the device the urine cleared. The device is not available for return."

Manufacturer narrative:
Additional information has been provided in b5 (event description). Corrected information has been updated in d4 (primary UDI number). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.